Manufacturer narrative:
Additional information: per analysis update. Signs of compression and an external insulation abrasion exposing the outer coil consistent with clavicle crush forces were noted at 27.0 cm to 28.4 cm from the connector pin. The outer coil was compressed at the clavicle crush region. This is consistent with the observation from the field of ¿atrial lead and right ventricular lead shared the same access site and ran under the clavicle at the same place and may have been susceptible to clavicular crush.¿

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2938836-2019-05918. It was reported that the patient presented for lead extraction and replacement procedure on (B)(6) 2019. During the procedure, the right ventricular lead and right atrial lead was explanted due to potential clavicular crush. The right atrial lead and right ventricular lead shared the same access site and ran under the clavicle at the same place and may have been susceptible to clavicular crush. Also, lead fracture was noted on the right ventricular lead. The right atrial lead and right ventricular lead was replaced. The patient was stable and there were no complications.